Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was leaking during the loading sequence. Customer loaded another cartridge. Customer's blood glucose was 182 mg/dl.